Event description:
It was reported that the atrial lead was exhibiting high impedance and noise. The lead is suspected to have a fracture. Lead was attempted to be explanted and replaced, but physician could not get venous access. Lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4196 lead, implanted: (B)(6) 2010; d224trk ICD, implanted: (B)(6) 2010. (B)(4).